Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mm x 135cm x 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.